Manufacturer narrative:
Corrected the following fields: h6 and h11. Corrected and removed the following fields: h7 and h9. The investigation is as follows: customer data review: there were photographs attached to complaint ticket, which show a leak that crystallized within and outside of the system solutions drawer. CAPA / non-conformance (nc) review: a search of nc/CAPA records was performed for instances related to loosen peristaltic pump tubing within the system solutions drawer on an alinity m system, ln 08n53-02, as documented in complaint ticket under review in this investigation. The query did not find any quality record (qr) related to a leak due to loose peristaltic pump tubing within the system solutions drawer on an alinity m system, ln 08n53-02. Spare part trending: per a review of spare part trending, an adverse trend was not tripped for peristaltic pump tubing within the system solutions drawer on the alinity m system, ln 08n53-02. Service history review: the service history review concluded the alinity m system, serial number (sn) (B)(6), was installed in weesp, netherlands. The service history review found no prior service records related to the issue under investigation. On (B)(6) 2025, prior to the leak event, technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system sn (B)(6). The alinity m system liner, part number (pn) 56-270087, was installed underneath the alinity m system and designed to mitigate the occurrences of leaks that spread beyond the instrument footprint. Implementation of tsb 640-079 and the liner installation do not prevent occurrences of leaks that spread outside the instrument footprint; however, as a mitigation, reduction in leaks beyond the instrument footprint is expected. Complaint history review: a complaint search was performed to identify past complaint tickets for instances related to a leak due to loose peristaltic pump tubing within the system solutions drawer on an alinity m system, ln 08n53-02. The complaint history review did not identify a product deficiency. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. On march 7, 2025, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See list below for complete list of additional mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129 follow up 01, 3005248192-2025-00035 follow up 01, 3005248192-2025-00045 follow up 01, 3005248192-2025-00044 follow up report 1, 3005248192-2025-00043 follow up report 1, 3005248192-2025-00100 follow up report 1, 3005248192-2025-00002 follow up report 1, 3005248192-2025-00054 follow up report 2, 3005248192-2025-00162 follow up report 1, 3005248192-2025-00132 follow up report 1, 3005248192-2025-00161 follow up report 1, 3005248192-2025-00164 follow up report 1, 3005248192-2025-00060 follow up report 1, 3005248192-2025-00059 follow up report 1, 3005248192-2025-00188 follow up report 1, 3005248192-2025-00206 follow up report 1, 3005248192-2025-00208 follow up report 1, 3005248192-2025-00218 follow up report 1, 3005248192-2025-00219 follow up report 1, 3005248192-2025-00157 follow up report 1, 3005248192-2025-00167 follow up report 1, 3005248192-2025-00226 follow up report 1, 3005248192-2025-00230 follow up report 1, 3005248192-2025-00163 follow up report 1, 3005248192-2025-00191 follow up report 1, 3005248192-2025-00229 follow up report 2, 3005248192-2025-00235 follow up report 1, 3005248192-2025-00236 follow up report 1, 3005248192-2025-00237 follow up report 1, 3005248192-2025-00244 follow up report 1, 3005248192-2025-00259 follow up report 1, 3005248192-2025-00269 follow up report 1, 3005248192-2025-00260 follow up report 1, 3005248192-2025-00256 follow up report 1, 3005248192-2025-00243 follow up report 1, 3005248192-2025-00295 follow up report 1 3005248192-2025-00285 follow up report 1, 3005248192-2025-00304 follow up report 1, 3005248192-2025-00323 follow up report 1, 3005248192-2025-00324 follow up report 1, 3005248192-2025-00305 follow up report 1, 3005248192-2025-00441, 3005248192-2025-00298 follow up report 1, 3005248192-2025-00443 follow up report 1, 3005248192-2025-00444 follow up report 1, 3005248192-2025-00445 follow up report 1, 3005248192-2025-00448 follow up report 1, 3005248192-2025-00460 follow up report 1, 3005248192-2025-00461 follow up report 1, 3005248192-2025-00479 follow up report 1.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported a leak from the alinity m instrument. The customer reported seeing yellow crystallized solution, most likely lysis solution. The field service engineer (fse) noted that the tubings of the peristaltic pumps were wet /shiny. The tubings were not fitted. The fse cleaned and decontaminated the solution drawer, floor and floor liner. -the fse tightened the tubings in the peristaltic pump. No one came into contact with the leaking solution. The customer will clean with personal protective equipment (ppe).